Event description:
Event description boston scientific received information that 15 months post implant, this cardiac resynchronization therapy defibrillator (crt-d) was at middle of life 2 (mol2). The monitoring voltage is 2.63 v. There is a concern that the battery is depleting earlier than expected.